Event description:
Provider states second motor failure on this chair since (B)(6) . Dealer said he will never get another from us. Warranty replacing left motor. Stalling and jumping. Rrb 7972, sn (B)(4).